Event description:
It was reported that on (B)(6) 2022, the product handle and inner threads locked up on the back table and would not release. There were no patient consequences, the issue was identified prior to the patient entering the room. Procedure outcome is unknown. This report involves one (1) implant inserter sh connection. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9 h3, h6: part # tft30101 lot # e19di0827 supplier: eit ¿ batch1: lot qty of 40 units were released on june 12, 2019 with no discrepancies. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the implant pin sh connection was broken and it was stuck inside the implant inserter and the knob , thus the device cannot be disassembled. The rest of the broken pin was not returned for analysis. The device was also found nicked at the tip. No other issues were identified. A dimensional inspection for the implant inserter sh connection and for the knob component were not performed due to the implant pin sh connection was broken and it was stuck inside the instrument. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the implant inserter sh connection would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Based on the manufactured date, the current and manufactured revision of drawings were reviewed: - implant inserter sh connection tft30101 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.